Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2019 with the following findings: review of the black box data verified record of power on reset dated (B)(6)2019. The returned battery cap was damaged; the cap spring was missing. Therefore, the pump could not power on using the battery cap returned with the pump. A test battery cap was placed on the pump and the pump powered on normally and was exercised for 12 hours without power interruption. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture leakage into the battery compartment at the site of the crack.